Event description:
On post op x-ray and pt examination pt was found to have a leg length discrepancy of 2cm (operated leg was longer than non operated leg). The surgeon decided to revise the stem - quadra 2 sn lat was removed. Femoral neck was recut, femur was rebroached and a quadra 1 sn lat was inserted with a new femoral head. Cup and liner remained unchanged. Please refer MFR report #: 3005180920-2013-00103.